Manufacturer narrative:
Event date (B)(6) 2018. Report date 08/24/2018. The customer contacted philip's product support and it was determined that the current unit battery was from 2015. The customer was advised by product support to replace the battery or power management board. No products were returned for evaluation, therefore a root cause could not be determined.

Event description:
The customer reported that the unit will not run on battery. The customer reported that the unit was not in use on patient. The event date was not specified; estimate used.